Event description:
The customer reported that the system intermittently displayed an x-ray disabled error message which would cause a loss of x-ray functionality. The case had to be completed with another unit. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board battery was replaced. The system was then found to be operating as intended.